Manufacturer narrative:
Twenty-seven (27) sealed lenses from the same lot number were returned to the manufacturer for evaluation. Evaluation process is ongoing, once further information becomes available coopervision will notify the FDA via a follow- up report. The association between coopervision lenses and the event is unconfirmed.

Event description:
Patient experienced eye pain while wearing the lenses. The patient was seen for medical treatment and was prescribed antibiotics. Good faith efforts have been made to obtain additional medical information without success, additional information is unknown. This event is being reported in an abundance of caution due to incomplete diagnosis, lack of medical information, and unknown resolution.

Manufacturer narrative:
The association between coopervision lenses and the event is unconfirmed.